Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed visual inspection but failed functional testing as a result of the no power alarm remaining silent when both power sources were disconnected. Supplemental testing revealed that the internal nimh battery bt1 that supplies power for the no-power alarm was found to have cell#1 shorted inside (0 volts and showing 0.6 ohms impedance). The manufacturer has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event may be attributed to a depleted nimh battery.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a medical personnel that the patient's controller had no power alarm during the software update. It did not impact the patient and controller is out of service while waiting for replacement.